Manufacturer narrative:
DHR: a lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation summary: 76 sealed 30g x 5mm autoshield duo samples were returned from lot. No. 6328676, cat. No. 329605. Activation was carried out on 30 of the returned samples and no issues were observed. Investigation conclusion: activation was carried out on 30 of the returned samples and no issues were observed. Root cause description: no issues were observed with the returned samples therefore no root cause can be identified. Rationale: based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that the plastic casing came away from a bd autoshield¿ duo 0.30mm (30g) x 5mm safety pen needle post insulin administration. It was reported the needle was left exposed and still attached on the insulin pen. There was no report of injury or medical intervention.